Event description:
A malfunction alarm identified as malf 12 occurred, but there was no adverse impact to the customer's blood glucose level. Technical support advised the customer to update their pump software to prevent future issues, assisted with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer acknowledged the instructions and understood to call back if the malfunction reappeared.